Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of high results not corresponding to the clinical picture for 1 patient tested for elecsys estradiol iii (estradiol iii) on two cobas 8000 e 602 modules. The initial result was 303.7 pmol/l. On (B)(6) 2023 a new sample was obtained. The customer ran this sample on a different e602 module and the result was 325.4 pmol/l. The customer was expecting lower estradiol iii results as the patient is taking letrozole. The customer suspects an interference in the sample due to this medication. On (B)(6) 2023 the original sample was run on mass spectrophotometry with a result of < 15 pmol/l. One e602 module serial number was (B)(4). The serial number for the other e602 module was not provided.

Manufacturer narrative:
The sample was received for investigation. The sample was tested on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module using reagent lot 630069: e411: 241 pmol/l; e601: 260 pmol/l. The customer's estradiol iii results were reproduced during the investigation. The sample was investigated further and treated with heterophilic blocking tube (hbt). The results suggest heterophilic antibodies are present in the patient sample causing the higher estradiol iii results.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the customer's pre-analytical data. The investigation results when treating the sample with a heterophilic blocking tube (hbt) do not explain the higher estradiol iii results. Heterophilic antibodies were weakly present in the sample. There was not enough sample material remaining for further investigation. No clear interfering substance could be identified. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.